Event description:
The complainant reported that a therapeutic radiofrequency ablation (rfa) for fibrotic liver tumor was performed on a male pt (age unknown). The rfa procedure was performed through an open chest approach. During low radiopacity visualization by the physician improper location of the probe occurred and the pt sustained an unintended gallbladder burn. The burn to the gallbladder was reported to be minimal, with only redness as an external sign and no burn grade assigned by the physician. No pt treatment is reported to have been required. The procedure was completed with this device successfully. The pt condition is reported as good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.